Event description:
Patient contacted dexcom technical support on (B)(6) 2011, to report that she experienced inaccuracy in cgm readings during an extreme low. Patient reported inaccuracy greater than 20% but did not provide actual cgm and bg readings. Paramedics were called, and patient was given glucose. Patient was fine at the time of her call to dexcom technical support.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.